Manufacturer narrative:
The fsr replaced the broken tongue. The unit operated to the manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the tongue on the roller pump was cracked. There was no patient involvement.